Event description:
Per the clinic, the patient¿s device was explanted due to migration of the electrode. The patient was explanted in late 2008, and the patient was implanted with a new device during the same surgery.